Event description:
Based on the medical records provided by the pt's attorney: on (B)(6) 2004 - pt underwent repair of a epigastric hernia with composix kugel and a cholecystectomy. On (B)(6) 2004 - pt underwent wound exploration and ventral hernia repair with ventralex mesh. On (B)(6) 2008 - pt underwent repair of recurrent incarcerated incisional hernia with a second ventralex mesh. The composix kugel mesh was encountered and noted to be "wadded up". The composix kugel mesh was removed in a piecemeal fashion.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has rec'd add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info rec'd. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The pt is obese and underwent repair of an epigastric hernia in 2004 with composix kugel. In (B)(6)2008, the pt underwent repair of a recurrent incisional hernia where the operative report indicates the composix kugel mesh was "bunched up in a wad". The medical records note that the composix kugel ring was broken; however, the operative dictation also states the mesh was removed in a piecemeal fashion which could have caused the ring to break from manipulation. The warning section of the IFU states "do not cut or reshape the bard composix kugel hernia patch, as this could affect its effectiveness. Care should be taken not to cut or nick the pet recoil ring." A review of the mfg records was performed and there was no evidence of a mfg records was performed and there was no evidence of a mfg related cause for the reported event. The info provided indicates that the pt was treated for a recurrence which is a known adverse event listed in the IFU. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn.